Event description:
Accuracy; it was reported that cardiac output measurement value was not accurate. Another catheter was used and problem was solved. There were no patient complications reported.

Manufacturer narrative:
Customer report was not confirmed. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. Thermistor circuit was continuous. No visible damage to catheter body. Thermistor connector was opened with no visible inconsistencies. Thermistor reading was 37.2 deg c in a 37.0 deg c water bath.